Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were in bed and noticed a sensor failure on the continuous glucose monitor (cgm). The patient stated he got up to go to the restroom and passed out as he was washing his hands. The patient indicated they were in a diabetic coma and woke up the next day on the bathroom floor. The patient was able crawl to the kitchen to drink 2 ensure drinks and waited about 30 minutes until he was able to stand up. He tested his blood sugar and the meter was reading 23mg/dl. The patient stated he sought medical attention after treating himself and it was determined that the patient had 7 broken ribs and bruised kidneys from his fall. At the time of contact, the patient was doing well. No additional patient or event information is available.